Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was deceased and died approximately three and one half months post bi-ventricular pacemaker system implant. Additional information received through follow up indicated the patient had a normal device check (B)(6) 2010, and was seen in the cardiologist's office (B)(6) 2011 and there were no device issues. Per primary physician, the cause of death is unknown and that circumstances surrounding death were possibly failure to thrive and dementia. Physician reported that it was unlikely the death was related to the device system.